Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing urinary incontinence. The physician believed that the position of the leads caused too much pressure that led to the patient's symptom. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.